Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 582 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, the malfunction alarm was cleared and customer continued using pump for insulin therapy.